Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''general risk - failure - sheath do not expand'' was not confirmed. Per visual inspection of the returned device, the portion of the liner that was expanded was observed to be expanded as designed. The complaints for ''introduce and navigate system through sheath / access vasculature - resistance between system components - inability to advance through sheath'', ''general risk - failure - sheath damaged'', ''general risk - failure - sheath liner torn'', and ''general risk - failure - sheath liner strand'' were confirmed through evaluation of the returned device/imagery. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per evaluation of returned device, the sheath shaft was curved. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per the follow up communication, there was calcium present in the access vessel. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and/or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft curvature. Excessive manipulation can lead to sheath shaft damage if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported event. However, due to imagery of patient anatomy not being provided, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the 26mm commander delivery system was inserted into the 14f esheath plus and the operator felt resistance (approx. Half wayhalfway in sheath at the sheath shaft). The system would not advance any further and the team felt uncomfortable proceeding. The first delivery system, valve and sheath were removed without issue. A second delivery system, sheath and valve were prepped and the new valve was implanted without further incidence. There was no tortuosity noted, or vascular disease and very little calcium noted with a minimum luminal diameter of about 8mm. The team felt it was an sheath expansion issue. No patient injury was reported. Per engineering evaluation of the returned sheath, sheath liner strands were observed.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-11995. The investigation is ongoing.